Event description:
The patient reportedly experienced sound quality issues and intermittencies with his device. It was also reported that the patient's performance had decreased. Testing showed that the device was functioning. Surgery to explant the patient's c1 device was scheduled.